Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made of the product. (B)(4).

Event description:
Allegedly, a female patient who had a component implanted approximately 5 years ago had a fractured neck. Unfortunately, the original hospital has now closed down so no notes are available. Patient is an active gardener and complained about 2 years ago of some hip discomfort. No trauma has occurred to cause the break. Orig. Surg. Approx. 2007.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01498. This event occurred in (B)(6).